Event description:
It was reported that during implantation of a new device, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, which resulted in a lead safety switch. Testing suggested that the anodal ring was potentially compromised, leading to loss of capture. When the lead switched to unipolar configuration, the impedance returned to normal limits and capture was restored. Fluoroscopic imaging was performed, but no visible defects or abnormalities were identified. The physician did not intend to use this rv lead, as the device was being replaced for a therapy upgrade from a pacemaker to an implantable cardioverter defibrillator (ICD) to include a shocking lead, as this rv lead is brady only. However, when an attempt was made to explant the lead, the physician encountered difficulty and elected to surgically abandon it. A new rv lead was implanted successfully. No adverse patient effects were reported. Additional information was provided. The field representative indicated that this rv lead had previously exhibited out of range pacing impedance measurements. It was mentioned that the issue appeared to be isolated to the lead.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is report is being submitted to correct the describe event or problem (b5) in section b, adverse event/product problem and impact coding. This report is report is being submitted to correct the date of event field (b3) in section b, adverse event/product problem as additional information was provided. The lead was not returned for analysis as it was surgically abandoned. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is report is being submitted to correct the describe event or problem (b5) in section b, adverse event/product problem and impact coding.

Event description:
It was reported that during implantation of a new device, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, which resulted in a lead safety switch. Testing suggested that the anodal ring was potentially compromised, leading to loss of capture. When the lead switched to unipolar configuration, the impedance returned to normal limits and capture was restored. Fluoroscopic imaging was performed, but no visible defects or abnormalities were identified. The physician did not intend to use this rv lead, as the device was being replaced for a therapy upgrade from a pacemaker to an implantable cardioverter defibrillator (ICD) to include a shocking lead, as this rv lead is brady only. However, when an attempt was made to explant the lead, the physician encountered difficulty and elected to surgically abandon it. A new rv lead was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that during implantation of a new device, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, which resulted in a lead safety switch. Testing suggested that the anodal ring was potentially compromised, leading to loss of capture. When the lead switched to unipolar configuration, the impedance returned to normal limits and capture was restored. Fluoroscopic imaging was performed, but no visible defects or abnormalities were identified. The physician did not intend to use this rv lead, as the device was being replaced due to a therapy upgrade. However, when an attempt was made to explant the lead, the physician encountered difficulty and elected to surgically abandon it. A new rv lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.